Event description:
It was reported that the patient developed sepsis and (B)(6) bacteremia with vegetation on the leads via transesophageal echocardiography (tee). The implantable cardiac defibrillator (ICD) and leads were explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the medial segment of the lead was returned and analyzed. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-52 lead, (B)(6) 2010; d314trg ICD, (B)(6) 2014. (B)(4).